Manufacturer narrative:
The investigation could not determine a specific root cause due to the lack of information provided by the customer.

Event description:
The customer received questionable troponin t results for multiple samples from one patient. Data was provided for five samples. All repeat testing was performed on (B)(6) 2013. Sample 1 from (B)(6) 2013 at 3:32 am: the tnt result was <0.010 ng/ml. Sample 2 from (B)(6) 2013 at 5:00 am: initial result was 0.037 ng/ml and repeat result was 0.027 ng/ml. Sample 3 from (B)(6) 2013 at 9:07 am: initial result was 0.050 ng/ml and repeat result was 0.035 ng/ml. Sample 4 from (B)(6) 2013 at 4:02 pm: initial result was 0.026 ng/ml and repeat result was 0.020 ng/ml. Sample 5 from (B)(6) 2013 at 4:42 am: the tnt result was <0.010 ng/ml. The original results were believed to be correct. No erroneous results were reported outside the laboratory. The patient was not adversely affected. The troponin t reagent lot number and expiration date were requested, but not provided. The customer refused a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.